Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2025. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid.